Event description:
Event description guidant received information that one year following implant, this ventricular lead displayed high threshold measurements in this patient who is pacemaker dependent. There were no other patient symptoms reported at this time. One day following this allegation and at the revision procedure, high threshold measurements and loss of capture from the myocardium were confirmed while monitoring the patient during the procedure preparation. This ventricular lead was explanted and successfully replaced, and no additional abnormalities to device or lead system were noted upon pocket closure and interrogation. To date, there have been no reported patient symptoms associated with this clinical observation.